Event description:
As reported by the user facility: patient on a nebulizer and oxygen tubing became disconnected from the nebulizer. The patient then connected the oxygen tubing to the distal ultrasite connection and blew out the tubing due to the increased pressure. Patient experienced blood loss due to incident. Additional information provided by the facility indicated the patient suffered no injury or adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual device involved in the incident was returned to the manufacturer to be evaluated, along with a representative sample of the nebulizer reported in the incident. The b. Braun set was tested per specification and no defects were noted. The b. Braun ultrasite luer fittings are manufactured to an international iso 594 standard for luer connections. The ultrasite valve has not been reported to be involved in any similar incidents since it's release. This incident is related to user product interaction and is not related to the manufacturing process of the ultrasite valve.